Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to remove the endoscope and reset the guided tool change feature, which resolved the reported problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer reported that the endoscope image became upside down. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to remove the endoscope and reset the guided tool change feature. The procedure was completing as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope isn't available for return to isi for evaluation. The vision issue didn't result in patient injury. No photographic images of the endoscope or a video recording of the procedure available for isi review.